Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 46 mg/dl. The customer was treated with food and glucose tablets for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer¿s report customer did allege insulin pump was over delivering because blood glucose was fluctuating too much. The customer reported that a piece of glass came off when they were changing the reservoir. The device will not be returned for analysis.